Event description:
It is reported that the locking ring was deformed and would not allow a liner to fit into place. The surgeon drilled so that a larger cup size could be used with the liner.

Manufacturer narrative:
\This report was previously submitted under medawtch 1822565-2015-00774. This report will be amended when our investigation is complete.